Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged the pump was delivering a bolus without user input; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information.